Event description:
It was reported that the patient presented to the hospital for a generator replacement procedure. During pre-procedure evaluation in the laboratory, it was noted that the pacemaker could not be interrogated due to a loss of rf telemetry. The device was explanted and replaced. The patient remained in stable condition throughout the procedure.